Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile examination presented that the outer tubing appeared to be scraped and damage 33cm long from the tip. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on april 12, 2016. It was reported there was difficulty tracking over the guidewire. During the use of an angiojet® solent¿ omni catheter in a thrombectomy procedure, difficulty tracking over a stiff glidewire was noted. When it was pulled it out of the body the coating appeared to be coming off. However, the returned product analysis revealed that the outer tubing has holes/tears.